Manufacturer narrative:
(B)(4). The actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 03/31/2010 which places the age of the device at approximately 7years. A review of the certificate of conformity (c of c) is not applicable at this time because it is highly probably that the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to factory for evaluation. Signs of clinical use and no evidence of blood was observed. A visual inspection was performed. Crack was observed in the area between the power switch and adaptor plug extending till the light indicator. Device was broken on the both the sides at the joining of the two compartments. The device was evaluated for its electrical function using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on . The results of the test are as follows: measured no load voltage test: 5.49 vdc pass (requirement: 5.5 vdc +/- .05 vdc). Measured low current output test: 3.92 vamps dc fail (requirement: 4.0 +/- .05 amps dc). Measured high current output test: 5.82 amps dc fail (requirement: 6.0 +/- .05 amps dc). Based on the return condition of device and the investigation results, the reported complain was confirmed for the reported failure mode "failure to deliver energy" and the analyzed failure "break."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had no power to harvesting tool, no green light. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had no power to harvesting tool, no green light. A replacement device was used to complete the procedure. The hospital did not report any patient effects.